Event description:
It was reported the patient experienced tingling at the ipg pocket site when she exercised. The patient stopped using her scs system 8 months ago and was having trouble charging. An sjm representative met with the patient and determined the ipg is inoperable. Surgical intervention may be taken to address the issue.

Event description:
It was reported the patient's ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
UDI(di): (B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.